Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation/the device migrated and was found in the uterus when uterus was removed.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included termination of pregnancy - elective, nausea, abdominal pain, hepatitis c, metabolic syndrome, seizures, hair loss, headache, diarrhea, back pain, anemia, depressive disorder, irritable bowel syndrome, obesity, bloating, uti, epistaxis, pruritus, bladder sling procedure, tonsillectomy, irritable bowel syndrome, dyslipidemia, epilepsy, muscle spasm (low back muscle spasms), stress urinary incontinence and uterovaginal prolapse. CT abdomen pelvis dated (B)(6) 2013 impression: 1. Heterogeneity and fullness in the region of the lower uterine segment and cervix, which is difficult to delineate on this examination. Further evaluation can be obtained with pelvic ultrasound if further delineation is necessary. Findings are grossly similar when compared to the study from (B)(6) 2013. 2. Probable left ovarian cystic lesion. 3. Mild fatty liver. Concomitant products included ibuprofen, ribavirin and telaprevir. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dyspareunia ("dyspareunia"), allergy to metals ("nickel sensitivity"), urinary tract disorder ("urinary problems"), incontinence ("incontience") and uterine prolapse ("it indicated that uterus was prolapsed."). The patient was treated with surgery (vaginal hysterectomy, mccall culdoplasty, transvaginal tape, cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, pelvic pain, dyspareunia, allergy to metals, urinary tract disorder, incontinence and uterine prolapse outcome was unknown. The reporter considered allergy to metals, dyspareunia, incontinence, pelvic pain, urinary tract disorder, uterine perforation and uterine prolapse to be related to essure. The reporter commented: three coils were visualized on patient's left. Next, the essure device was placed on the patient's right side and one coil was visualized. Discrepancy noted in insertion date- 2006 and removal date- 2013. Discrepancy- date(s) of insertion: (B)(6) 2008. Date(s) of removal: (B)(6) 2014 . Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: impression: 1. Question of mild thickening of the distal stomach/duodenal bulb which can be secondary to mild gastritis/duodenitis. 2. Two low attenuation structures in the lower uterine segment/cervical region are not well evaluated by CT, however, may represent nabothian cysts. Correlation with clinical symptoms is recommended. Hysterosalpingogram - on (B)(6) 2008: post essure placement. Bilaterally occluded fallopian tubes.. Pregnancy test urine - on an unknown date: poct negative. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation/the device migrated and was found in the uterus when uterus was removed.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included termination of pregnancy - elective, nausea, abdominal pain, hepatitis c, metabolic syndrome, seizures, hair loss, headache, diarrhea, back pain, anemia, depressive disorder, irritable bowel syndrome, obesity, bloating, uti, epistaxis, pruritus, bladder sling procedure, tonsillectomy, irritable bowel syndrome, dyslipidemia, epilepsy, muscle spasm (low back muscle spasms), stress urinary incontinence and uterovaginal prolapse. CT abdomen pelvis dated (B)(6) 2013 impression: 1. Heterogeneity and fullness in the region of the lower uterine segment and cervix, which is difficult to delineate on this examination. Further evaluation can be obtained with pelvic ultrasound if further delineation is necessary. Findings are grossly similar when compared to the study from 03jan2013 2. Probable left ovarian cystic lesion. 3. Mild fatty liver. Concomitant products included ibuprofen, ribavirin and telaprevir. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dyspareunia ("dyspareunia"), allergy to metals ("nickel sensitivity"), urinary tract disorder ("urinary problems"), incontinence ("incontience") and uterine prolapse ("it indicated that uterus was prolapsed."). The patient was treated with surgery (vaginal hysterectomy, mccall culdoplasty, transvaginal tape, cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, pelvic pain, dyspareunia, allergy to metals, urinary tract disorder, incontinence and uterine prolapse outcome was unknown. The reporter considered allergy to metals, dyspareunia, incontinence, pelvic pain, urinary tract disorder, uterine perforation and uterine prolapse to be related to essure. The reporter commented: three coils were visualized on patient's left. Next, the essure device was placed on the patient's right side and one coil was visualized. Discrepancy noted in insertion date- 2006 and removal date- 2013. Discrepancy- date(s) of insertion: (B)(6) 2008, (B)(6) 2008. Date(s) of removal: (B)(6) 2014, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: impression: question of mild thickening of the distal stomach/duodenal bulb which can be secondary to mild. Gastritis/duodenitis. Two low attenuation structures in the lower uterine segment/cervical region are not well evaluated by CT, however, may represent nabothian cysts. Correlation with clinical symptoms is recommended.. Hysterosalpingogram - on (B)(6) 2008: post essure placement. Bilaterally occluded fallopian tubes.. Pregnancy test urine - on an unknown date: poct negative. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation/the device migrated and was found in the uterus when uterus was removed.") In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included termination of pregnancy - elective, nausea, abdominal pain, hepatitis c, metabolic syndrome, seizures, hair loss, headache, diarrhea, back pain, anemia, depressive disorder, irritable bowel syndrome, obesity, bloating, uti, epistaxis, pruritus, bladder sling procedure, tonsillectomy, irritable bowel syndrome, dyslipidemia, epilepsy, muscle spasm (low back muscle spasms), stress urinary incontinence and uterovaginal prolapse. CT abdomen pelvis dated (B)(6) 2013 impression: heterogeneity and fullness in the region of the lower uterine segment and cervix, which is difficult to delineate on this examination. Further evaluation can be obtained with pelvic ultrasound if further delineation is necessary. Findings are grossly similar when compared to the study from (B)(6) 2013 probable left ovarian cystic lesion. Mild fatty liver. Concomitant products included ibuprofen, ribavirin and telaprevir. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), incontinence ("incontinence") and uterine prolapse ("it indicated that uterus was prolapsed."). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, pelvic pain, dyspareunia, urinary tract disorder, allergy to metals, incontinence and uterine prolapse outcome was unknown. The reporter considered allergy to metals, dyspareunia, incontinence, pelvic pain, urinary tract disorder, uterine perforation and uterine prolapse to be related to essure. The reporter commented: three coils were visualized on patient's left. Next, the essure device was placed on the patient's right side and one coil was visualized. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: impression: question of mild thickening of the distal stomach/duodenal bulb which can be secondary to mild gastritis/duodenitis. Two low attenuation structures in the lower uterine segment/cervical region are not well evaluated by CT, however, may represent nabothian cysts. Correlation with clinical symptoms is recommended. Hysterosalpingogram - on (B)(6) 2008: post essure placement. Bilaterally occluded fallopian tubes. Pregnancy test urine - on an unknown date: poct negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-apr-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation/the device migrated and was found in the uterus when uterus was removed.") In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included termination of pregnancy - elective, nausea, abdominal pain, hepatitis c, metabolic syndrome, seizures, hair loss, headache, diarrhea, back pain, anemia, depressive disorder, irritable bowel syndrome, obesity, bloating, uti, epistaxis, pruritus, bladder sling procedure, tonsillectomy, irritable bowel syndrome, dyslipidemia, epilepsy, muscle spasm (low back muscle spasms), stress urinary incontinence and uterovaginal prolapse. CT abdomen pelvis dated (B)(6) 2013 impression: heterogeneity and fullness in the region of the lower uterine segment and cervix, which is difficult to delineate on this examination. Further evaluation can be obtained with pelvic ultrasound if further delineation is necessary. Findings are grossly similar when compared to the study from (B)(6) 2013. Probable left ovarian cystic lesion. Mild fatty liver. Concomitant products included ibuprofen, ribavirin and telaprevir. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), incontinence ("incontinence") and uterine prolapse ("it indicated that uterus was prolapsed."). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, pelvic pain, dyspareunia, urinary tract disorder, allergy to metals, incontinence and uterine prolapse outcome was unknown. The reporter considered allergy to metals, dyspareunia, incontinence, pelvic pain, urinary tract disorder, uterine perforation and uterine prolapse to be related to essure. The reporter commented: three coils were visualized on patient's left. Next, the essure device was placed on the patient's right side and one coil was visualized. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: impression: question of mild thickening of the distal stomach/duodenal bulb which can be secondary to mild gastritis/duodenitis. Two low attenuation structures in the lower uterine segment/cervical region are not well evaluated by CT, however, may represent nabothian cysts. Correlation with clinical symptoms is recommended. Hysterosalpingogram - on (B)(6) 2008: post essure placement. Bilaterally occluded fallopian tubes. Pregnancy test urine - on an unknown date: poct negative. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.